Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of low blood glucose readings and low batteries from the insulin pump. The wife stated that she found her husband passed out. The wife stated that she called the paramedics. The customer was treated with glucose. The customer stated that he ate breakfast, went to the gym, and checked his blood glucose readings. The customer stated that his blood glucose readings were low after he returned from the gym. The customer also stated that the batteries on the pump alarmed low battery. The customer was advised to the recommended battery type. The customer was advised to contact her health care provider regarding her low blood glucose readings.